Manufacturer narrative:
The suspect medical device was not yet returned to the MFR for eval/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. However, if the suspect medical device is returned for eval/investigation or additional significant info becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during preparation for use immediately prior to a therapeutic transurethral resection of the bladder tumor (turbt) procedure, the user facility staff noticed a damaged/broken distal end of the suspect medical device after the nurse inserted a mandolin into the resection sheath in the wrong position. However, the device was used anyway as the pt was already under general anesthesia. Subsequently, the pt's bladder was injured by using the damaged resection sheath and the ceramic insulation at the distal end finally broke off inside the pt. However, no fragments/parts remained inside the pt as they were reportedly flushed out with irrigation fluid. Furthermore, it was reported that no treatment of the injury was necessary, the pt was released from the hospital the next day, and a follow-up turbt procedure was scheduled.